Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported events of stent broke and stent migration. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was to be removed from the common bile duct (cbd) during an endoscopic retrograde cholangiopancreography (ercp) procedure performed on (B)(6) 2013. According to the complainant, the patient had bile duct cancer and a metal stent needed to be implanted, so they were trying to remove the plastic stent to implant a metal one. During the procedure, they attempted to remove the stent with a snare but the end of the stent tore and broke. The broken fragment of the stent was successfully removed during the procedure. The rest of the stent migrated and they could no longer see it endoscopically, and it was unable to be retrieved during this procedure. The procedure was not completed since the migrated stent remained inside the patient. On (B)(6) 2013, the patient was rescheduled for another procedure and the plastic stent which remained inside the patient was retrieved. The case was completed using a metal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.